Event description:
Customer reported that she fell and that the insulin pump became badly scratched. She stated that she could not read the insulin pump screen. She also reported lost sensor and weak signal alarms. The blood glucose reading was not known. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.